Event description:
Information received by medtronic indicated that the customer received pump error alarms 38 and 130. Troubleshooting was performed and the customer was able to clear the alarm, the customer was able to rewind the pump, and the pump passed the self-test. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.